Manufacturer narrative:
The subject device was returned to omsc. The evaluation did not reproduce the phenomenon reported from the user facility and omsc confirmed that there were no irregularities on the device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that endoscopic image of the subject device disappeared at time of 20 minutes after a laparoscopic cholecystectomy was started. After the phenomenon occurred, the user turned off and on the video system center that was connected to the subject device, an error message "scope communication err (e216)" was displayed on the monitor. After the user reconnected the subject device to the video system center, the endoscopic image recovered and was displayed on the monitor properly. The user completed the procedure using the subject device. There was no report of patient injury associated with this report.